Event description:
It was reported that a minicap extended life pd transfer set had a connection issue. The event was further described as ¿the connection was a bit loose." This was observed when trying to connect the transfer set to the patient line for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.